Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with error code 550:320:654:000 was confirmed during product evaluation. This condition was caused by a loose connection between the user interface module printed circuit board (uim pcb) p12 and the cable connector. The cable connector was reseated on the uim pcb p12 to correct the reported condition. Additional information: additional investigation is being conducted through (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 550:320:654:000. This condition had the potential to interrupt delivery. This condition was found in the ICU during power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this device is currently unknown.